Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking y-site valve was confirmed. The product returned for evaluation was one 20ga x 0.75¿ miniloc safety winged infusion set with y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, during hydraulic pressurization, non-continuous leakage was observed emanating from the valve. Microscopic inspection of the sample revealed that the valve housing and septum appeared to be properly formed. A small, non-continuous leak was observed at the y-site valve, apparently caused by fluid becoming caught between the two sealing surfaces of the valve during variable infusion/aspiration conditions. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site valve was leaking. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the y-site valve was leaking. No other information was provided.